Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and a cause was not found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (air/fluid in the set) occurred on a homechoice device. This event occurred after finishing the prime and before connection. The home patient stated that there were no previous system errors and the cassette has been thrown out. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.